Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25134872, 25133659, and 25133344 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The silicon insulation on the distal portion of the cold jaw (near the tip) was observed to be detached, exposing the metal part of the jaw underneath. The detached silicon part was not returned with the device. Charred tissues were evident on the jaws. Microscopic inspection showed the heater wire to be slightly bent but remained attached to the jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was confirmed. The analyzed failure mode "bent wire" was confirmed as well. Specific actions for both reported failure mode "peeled jaw" and analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was missing the plastic cover on the heating element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was missing the plastic cover on the heating element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.